Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the obturator top was disengaged. The cannula, circular seal and duckbill seal were intact. Functional testing noted that the device passed an air leak test. It was reported that the obturator was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the obturator/trocar broke. Another trocar was used to resolve the issue. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the obturator/trocar broke. No patient involvement.